Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 32 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 device was returned for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets. An in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the balloon at the distal tip. The balloon fibers were stripped and under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. Therefore, investigation is confirmed for the reported balloon rupture as a compound rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (lit; dqy). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.